Manufacturer narrative:
Patient¿s weight is not provided for reporting. Additional device product code: hrx. UDI: (B)(4). Device is an instrument and is not implanted/explanted. A device history record (DHR) review was performed for part #: 352.254s, lot#: h285526 (sterile) ¿ 14.0mm reamer head-sterile for reamer/irrigator/aspirator, quantity (B)(4): manufacturing location: (B)(4), packaged by: (B)(4), manufacturing date: 21-mar-2017, expiration date: 28-feb-2026: certificate of compliance received from (B)(4) meet specification. Certification of hardness received from (B)(4) material certification received from universal stainless steel, material testing provided by (B)(4) meet specification. Inspection sheet for incoming final inspection meets specification. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a 12x360 tibial nail ex and three 5mm locking screws on (B)(6) 2017 due to infection four months after devices were implanted. The abscess infection was explored and washed out. A 9mm x 360 mm nail coated palacos cement with vancomycin address was inserted and locked with one 4mm x 48mm screw proximally and one 4mm x 38mm screw distally. During the revision procedure, the reamer irrigator aspirator (ria) 14.0 mm reamer head for ria broke while reaming. The ria drive shaft also broke at the tip where it inserts into the reamer head. Ria reaming was discontinued. All intramedullary fragments of the reamer head appeared to be retrieved on x-ray. The surgeon then switched to conventional reaming up to 14 mm. There was reportedly a forty-five (45) minute surgical delay. Patient¿s outcome is unknown. Procedure was successfully completed. Concomitant devices reported: locking clip (part # 352.260s, lot # h330488, quantity 1) ria tube assembly (part # 314.746s, lot # h223161, quantity 1) drive shaft seal (part # 351.718s, lot # h407754, quantity 1). The postoperative issue of infection has been captured under linked complaint (B)(4). This report addresses intraoperative issues which occurred during revision surgery. This report is for one (1) 14.0mm reamer head-sterile for ria. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.